Event description:
It was reported during an a-fib procedure the customer had trouble deflection and no signals with the lasso catheter. During visual inspection of the returned complaint catheter on (B)(4) 2012, it was noted that several rings were damaged and had rough edges. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #1 was squashed on bottom side of the loop, ring #19 was dented and sharp and ring #20 distal edge was above the pu margin leaving it rough. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then per the event, the catheter was electrically tested and it passed specifications. Also a deflection test was performed and the catheter passed all tests. The customer complaint about the deflection issue and no signals could not be confirmed. However during the inspection of the device, damage was observed but a root cause could not be drawn at this point.